Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator is scheduled to be explanted and replaced since the device triggered elective replacement indicator status. Also, the physician was dissatisfied with device longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.26 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a single compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Subsequently, the device was explanted and returned for laboratory testing.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed, and an updated report will be submitted.